Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they would like to have the unit investigated due to a patient burn.

Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification. The visual inspection found the unit was missing rubber feet. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. The service center reported the unit was missing rubber feet. The investigation isolated the failure to the missing rubber feet, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The rubber feet were added to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they would like to have the unit investigated due to a patient burn. It was stated that it is a potential burn, however upon speaking to the theatre staff they believe it was an incorrectly place pad that resulted in fluid pooling which blistered the skin. The procedure that was done was hip replacement.